Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors were failed. The customer reported that a malfunction caused a delay dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door needed cleaning. A field service engineer inspected the device and cleaned tower doors and confirmed proper functionality via diagnostics. The system functioned as intended after the field service engineer repaired the device.